Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a vacuum pump error generated on an alinity I processing module, sn (B)(6). During the investigation, the fsr discovered charring on the vacuum pump motor driver board. Additionally, the fsr observed what appeared to be sample spillage on the board. The fsr replaced the driver board, vacuum pump motor, ln a-30109072-02, which resolved the issue. No fire was observed, and no injury occurred. The damage to the vacuum pump motor driver board was limited to the board only. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a vacuum pump error on an alinity I analyzer. When the field service engineer was troubleshooting the error, it was discovered that there was charring of the vacuum pump motor driver board. There was no damage to the alinity I analyzer. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.